Manufacturer narrative:
Pt weight: unk. (B)(4).

Manufacturer narrative:
Method (other): work order search, medical review. Results (other): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter power were measured and the result of the measurements were compared against the original values and the lens was found not to be in specification. A manufacturing action plan was performed and the most probable cause of the returned lens out of specification is considered to be mix-up by surgeon or distributor while returning the lens. Medical review - ocular discomfort is a very subjective and broad symptom that could be mainly related to inflammation or irritation of sensitive structures. The icl is a plate-haptic lens that sits on the posterior sulcus-ciliary body area. Although highly unlikely in the presence of optimally vaulting icl, the icl footplates might compress the ciliary body structure leading to ocular discomfort. Unusually large ciliary processes (anatomical variance) could also be the source of the symptom, as well as the presence/rupture of an undetected cyst. Conclusions (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to patient dissatisfaction/discomfort. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/20.